Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: a sample was returned to sbdm, lot number is 2102231. There is foreign material was found in the ivset chamber. Infrared spectrometry (ir) analysis: based on ir analysis, the fm is same component with raw material of chamber (polyester) house sample inspection: sbdm inspected 30 retention samples of the complaint product (IV set an126 w/o pump t-type, lot no. 2102102, 2102231 & 2104032), stored in the company, there was no defective product found in them. DHR review: sbdm review the manufacturing record of complaint sample, there is no issue while manufacturing. Customer complaint record review: sbdm review the customer complaint record of complaint sample, there is no similar issue of the same product from other customer. Root cause: according to the investigation result, the fm is carbide raw material of chamber which was made while the raw material of the chamber components are injected in the injection machine in high temperature (200¿~240¿). It is likely that pvc(raw material of chamber component) carbide may be formed in the high temperature or stocked carbide of raw material on the damaged point of screw. Therefore the carbide was injected with the chamber of the complaint i.v set while injection process. However, the process inspector did not file it while manufacturing process and it caused this complaint case. Corrective actions: quality training on this customer complaint for injection molding line workers. Implementing tightened product & process monitoring and strengthening quality inspection for molding manufacturing process. Checked injection molding machine for the chamber component and completed cleaning of the screw & around the production areas and made arrangement on them. Cleaning frequency: screw ¿ weekly. Around the molding machine ¿ daily (twice a day & when day-night shift is changed). General cleaning of molding line - every week (last operation day of the week, for 2hour. After shutdown). 24th jun. 2021 [chamber injection machine]. Changed screw of injection machine to prevent carbide of raw material. Implementing 100% visual inspection of chamber component.

Event description:
It was reported that the IV set an126 w/o pump t-type experienced foreign matter in the fluid pathway. The following information was provided by the initial reporter: foreign material in chamber.